Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this lead was scheduled for explant during a competitive device revision procedure. The lead was reported to be visibly fracture and to have been surgically abandoned and removed from service several years prior to the scheduled explant. No adverse patient effects were reported. This device is no longer in service.